Event description:
Additional information received indicated the device was restored and reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of a decreased longevity estimate was confirmed based on the session record, system log, and device image. The root cause was ram data corruption in the device which was induced by the ablation procedure. The lp exhibited symptoms of a brown out reset, where transient supply voltage drop affected the ram memory integrity but did not trigger a full power on reset. The device is operating normally, but the corrupt non-resettable diagnostics results in incorrect diagnostics displayed during merlin programmer interrogation. The current programmer software does not support recovery of lifetime diagnostics. However, it is possible to clear the non-resettable diagnostics through manual writes to the associated memory locations in etp so the lifetime diagnostics can be reset and restart.

Event description:
Additional information received indicated the patient experienced discomfort due to the event.

Event description:
It was reported that a false recommended replacement time (rrt) alert, an incorrect remaining longevity measurement, and an incorrect implant date was observed on the device following an ablation procedure. Additionally, the device was observed to be in emergency vvi mode. The device was reprogrammed to resolve the false rrt and incorrect implant date. No additional information has been provided at this time. The patient was in stable condition and will continue to be monitored.